Event description:
It was reported that during an atrial flutter (afl) procedure, there were no intracardiac signals on the catheter. The cables were exchanged without success. The catheter was exchanged and the case resumed without patient consequences. The product was received in the lab on (B)(4) 2013 for analysis and it was found that the catheter had char on the tip section making this event reportable. Awareness date changed to (B)(4) 2013.

Manufacturer narrative:
(B)(4). Upon receipt, the device was visually inspected and it was found that the tip had char. Then per the reported event, the catheter was tested and it passed electrical, temperature and generator tests. The customer complaint cannot be confirmed. Since the catheter passed specifications, the root cause of the char remains unknown.the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.